Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connector and the connector was replaced to resolve. It was further noted that there was an error in the update history and that the device had been opened by an unauthorized third party. Finally, it was noted that the cooling fan was replaced as a preventive measure. (B)(4).

Event description:
It was reported that the programmer had a loose electrocardiogram connector. The programmer was returned for service. No patient complications have been reported as a result of this event.